Manufacturer narrative:
A review of the architect serial (B)(4) service history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding a splashing incident or exposure after the peristaltic head tubing was replaced. The architect c4000 service and support manual provides instructions for the removal and replacement of the peristaltic head tubing. The architect operations manual also addresses biological and chemical safety hazards that includes wearing personal protective equipment (ppe) and safety awareness where hazards may exist. A 12 month review of similar complaints identified no adverse trends with regard to splashing/exposure. The current complaint is the sole complaint of a splashing/exposure incident of the peristaltic head tubing. No adverse trend of the c4000, the peristaltic pump tubing, or any similar issues for splashing/liquid waste exposures as described in the current complaint. A use error may have contributed to the customer's issue as she was not wearing proper eyewear(ppe). A systemic issue or deficiency was not identified.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
Field service replaced waste peri-pump tubing on the architect c4000 and performed a cuvette wash. During the cuvette wash, the tubing popped off and sprayed under the architect lid. The lab technician was in the area and a drop of liquid splashed on the side of her face near her eye. The lab technician wiped her cheek and went to employee health. No injury was reported.